Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cannula - hub separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issue of cannula - hub separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula - hub separation. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle body breaks, causing the needle to come apart. The following information was provided by the initial reporter. The customer stated: sometimes the plastic of the screw thread that screws into the pump body breaks, causing the needle to come apart by itself. This can happen after the blood sample has been taken, when the needle is secured with the eclipse system. On average, this happens to 1 in 100 needles from different batches.